Manufacturer narrative:
Patient height reported as 5 feet 1 inch. Patient ID: (B)(6). (Therapy date): exact date is unknown; reported as approximately one week after (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant devices report: therapy date: (B)(6) 2017 [4.5mm lock screw (part: 04.019.036, lot: unknown, quantity: 1), 4.5mm lock screw (part: 04.019.038, lot: unknown, quantity: 2), 4.0mm lock screw (part: 04.005.416, lot: unknown, quantity: 2), 3.5mm lock screw (part: 412.115, lot: unknown, quantity: 1), 3.5mm lock screw (part: 412.117, lot: unknown, quantity: 1)]. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 12.apr.2016 expiry date: 01.apr.2025, product was not returned. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal on (B)(6) 2017. The humeral nail had been migrating proximally. It was removed and bone graft was implanted. The original procedure was performed on an unknown date; the injury to humerus occurred on (B)(6) 2017 and was repaired approximately one week later. Hardware removal included: one humeral nail and seven locking screws ¿all intact. There was no reported surgical delay, no additional x-rays or other medical intervention required. The procedure was completed successfully with the patient in stable condition. This complaint is for one (1) device. Concomitant devices report: [4.5mm lock screw (part: 04.019.036, lot: unknown, quantity: 1), 4.5mm lock screw (part: 04.019.038, lot: unknown, quantity: 2), 4.0mm lock screw (part: 04.005.416, lot: unknown, quantity: 2), 3.5mm lock screw (part: 412.115, lot: unknown, quantity: 1), 3.5mm lock screw (part: 412.117, lot: unknown, quantity: 1)]. This report is 1 of 1 for (B)(4).